Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. The patient was placed on dual antiplatelet (dapt) medication regimen. At the 6-week routine follow up, transesophageal echocardiogram (tee) imaging revealed a device related thrombus (drt) on the face of the closure device. No leak or device position changes were noted and the patient reports being compliant with the dapt regimen. The physicians placed the patient on warfarin in response to the drt, and the patient was sent home. No further interventions or patient complications were reported.